Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer contact that stated device alarmed s409 (cassette loader error - pmc, right). This is not a reportable malfunction. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use; however, during verification testing at the service ctr, the device alarmed with an s421 (motor error - pmc, right) malfunction alarm code.